Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in the barrel was cracked. The following information was provided by the initial reporter, translated from (B)(6) to english: the barrel was cracked.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and the packaging top web. In addition, two photographs were also submitted which displayed similarities to that of the returned units. Upon visual inspection of the returned unit, damage was observed in multiple locations on the adapter of the unit. A leakage test was performed where leakage was not observed. The points of damage observed are cosmetic and would not affect the form, fit or function of the device. The reported issue was confirmed however bd was unable to determine a root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in the barrel was cracked. The following information was provided by the initial reporter, translated from japanese to english: the barrel was cracked.